Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor coupling. Patient stated he could not get more than 2 bars on his charging unit. Patient stated that charging on his device was not as good as charging on his other implanted device. Patient tried charging in different positions, adjusting location of antenna and tried turning the antenna dial and will saw poor coupling. Troubleshooting did not resolve the reported issues.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was only getting 2 coupling boxes and it is taking forever to charge the ins beginning within the last 3 to 4 months. During the call they repositioned the antenna over the ins and turned the dial through all 4 positions. The patient was seeing 4 coupling boxes from moving the recharger antenna. The patient attempted antenna locator (al) and then attempted a recharge session. They were able to get all 8 coupling boxes from performing al. Troubleshooting resolved the reported issue. There were no patient symptoms reported and no complications reported.